Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing and five shocks for an atrial arrhythmia that had conducted down into the ventricle. Additional information provided from the field indicated the ICD was reprogrammed and remains in service. No adverse patient effects were reported.